Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed for high impendence. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during initial testing. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The device log indicated that the maximum observed impedance value is above the threshold value suggesting pads were not face-to-face. Analysis of reports of this type has not identified an increase in trend.